Manufacturer narrative:
PMA/510(k): this product is not marketed in the us. Device evaluation: lens returned in a microcentrifuge vial; dry. Visual inspection found optic torn/deformed. Haptic torn/broken/stretched out. Claim# (B)(4).

Event description:
A lens of an unknown model and size was returned to the manufacturer damaged. Visual observation found the lens to have an optic torn/deformed. Haptic torn/broken/stretched out. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.